Event description:
Customer called to report that pump was no longer giving audible tones. Ran a self test and pump did not beep.

Manufacturer narrative:
Unit was received with scratches on the screen. Audio/beep anomaly was due to a broken transducer wire.